Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that the patient was admitted for pain 10 days post acessa procedure. The procedure was completed with no complications. There was no bleeding but a lot of fibroids. Patient went home that day with no issues. Per a clinical discussion the patient is a 42-year-old who had four to five fibroids that were treated. These were approximately in the 4-centimeter range with multiple applications of radio frequency energy. The patient returned to the hospital emergency room approximately 10 days later complaining of pain CT scan showed a 3.5 cm defect in the anterior myometrium comparable to coagulative necrosis. There was no free fluid, and there was some question as to whether this defect communicated with the endometrial cavity. The white blood count was normal, and the patient remained stable with no rebound tenderness. There was no evidence of infection and antibiotics were not started. After 2 days in the hospital, the patient was improving and feeling better and was discharged home. Prophylactic antibiotics were not used. No concomitant procedures were done. Discussion of the use of prophylactic antibiotics in the clinical trial occurred and noted this may be reasonable to consider for future cases. The patient was low risk for pelvic infection and was monogamous relationship. Discussion on the appearance of the fibroids on CT scan and ultrasound in the immediate time period was done following the procedure and how this might appear unusual to most radiologists unless they have extensive experience dealing with post assessor patients. The uterus in general is boggy and soft and that the first menstrual period might be quite heavy and the instrumentation should be avoided because of the increased risk of perforation.